Event description:
It was reported that one day post-procedure, high atrial impedance was noted. A slight decrease in p-waves and increased capture thresholds were also noted. The physician noticed that only 1 click was made on the set screw at implant from the usual 3 plus clicks. The patient was brought back to evaluate the atrial lead and the device set screw. The atrial lead values were within normal limits when tested through the programmer analyzer. After reseating the ra lead into the device header and the set screw was engaged the anomalies continued. There appeared to be no capture through the device's atrial port. The device was explanted, and a new device was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of capture anomalies, high pacing impedance, device sensing problem, and loose or intermittent connection was not confirmed. The device was received with normal outputs and normal lead impedance. Electrical and mechanical tests performed, including output verification, sensing, capture test, header evaluation, and setscrew inspection did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Manufacturer narrative:
The reported event of output anomalies, high pacing impedance, and lose or intermittent connection were not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, capture test, header evaluation and setscrew inspection did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.